Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set tubing detachment event on 15-jun-2024. The infusion set was in use for 2 days. The location of detachment is quick release (qr). No further information available.